Manufacturer narrative:
Investigation details: as received, the aortic cutter had been fired (deployed) and the needle was bent. Investigation discovered that the cutter's edge was damaged and that could have contributed to the reported complaint that the aortic cutter did not cut properly. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter did not cut properly. A replacement unit was used to complete the procedure. No patient complications were reported by the hospital.